Event description:
An endurant stent graft system was selected for the endovascular treatment of a abdominal aortic aneurysm. The proximal neck was 17 mm in diameter and 38 mm in length. The left common iliac artery was 13 mm in diameter and the right common iliac artery was 14 mm in diameter. The right and left external iliac artery measured 7.5 mm in diameter. It was reported that upon opening the packaging, there was damage to the main body of the delivery system. The most proximal gray parts (front grip) could be easily removed from the device. There was no damage to the packaging. The procedure was successfully completed with another device. No clinical sequelae were reported and the patient is fine. The device was returned for analysis. The device was returned clean with the stent graft loaded within the delivery system. Upon inspection of the delivery system, there was an 8 mm gap between the graft cover and tapered tip. The thumbwheel was advanced 5 mm from the rear grip. The rest of the device was unremarkable. When attempting to move the thumbwheel back to its home position next to the rear grip, the rear grip easily detached from the screw gear minor threads. The minor threads of the screw gear and the corresponding threads on the rear handle were inspected and neither had obvious damage/wear. The rear grip was reattached to the screw gear successfully, and an obvious snap was heard and felt. After reattaching the rear grip, it could not be easily removed from the threads. The thumbwheel was then rotated to its home position, which eliminated the gap between the graft cover and tapered tip. The complaint was confirmed; the rear grip was separated from the screw gear. The root cause could not be conclusively determined; however, the most likely root cause for the rear grip detachment is the operator¿s technique during assembly (i.e. Not fully rotating the rear grip clockwise onto the screw gear until it is securely positioned into its home position).

Manufacturer narrative:
(B)(4).